Manufacturer narrative:
Product analysis: product analysis: analysis of the programmer was unable to confirm the customer comment of an incorrect battery longevity estimation. The programmer was reloaded and updated with software. Analysis also noted that the head case was peeling off and the cable insulation was stiff. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted device exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer software was updated but did not update for the battery longevity estimate update. The programmer was returned for service. No patient complications have been reported as a result of this event